Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had poor visibility. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure due to main body failure (image does not turn). Main body flooding. Main body scratches (lens). Main body damage (lens). Free lock lever corrosion. Scope mount corrosion. Connector cracks. Based on the results of the investigation, it is likely the following led to the malfunction: the image was blurred due to the flooding of the main body. Olympus will continue to monitor the field performance of this device.

Event description:
The event occurred during the middle of an unspecified therapeutic procedure. The procedure was completed using a replacement device.